Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed worn clutch halves. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.